Event description:
Customer reported that he was hospitalized due to high blood glucose and ketones. Customer stated that he had high blood glucose for the past couple of days and he has consistently been giving bolus through out the day and glucose was still rising. Customer stated he believes that the insulin pump was not delivering insulin. Customer was unable to troubleshoot at the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.